Event description:
It was reported that when the 9800 sys is used with a litho table, the images will intermittently white out or get grainy. It was noted that it works fine during regular surgery cases. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.